Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress/chemical stress. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection - inspection of the endoscope: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: important information - please read before use: warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ reprocesing manual - general policy: precautions warning: ¿this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii bronchovideoscope, damage on the top of the scope insertion tube was noticed. Upon inspection and testing of the customer returned device, the scope insertion tube was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion tube damage, leaking at insertion tube, bending section tube peeling, insertion tube insulation (megaohm value = 0), fluid invasion in scope connector cover, light guide tube dented, and electrical connector blunt, scratched and dented. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.